Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The ipsilateral leg of the trunk-ipsilateral leg endoprosthesis was deployed while the physician was pushing the delivery catheter proximally. However, the ipsilateral leg did not cross over the bifurcation of the right internal and external iliac artery, and it resulted in unintentional coverage of the right internal iliac artery. The ostium of the right external iliac artery was approximately 8 mm distal to the aneurysm sac. No treatment to address the coverage was performed. The patient tolerated the procedure.